Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: an unusual cause of a hemothorax following pacemaker implantation: a case report. European heart journal - case reports. (2022) 6, 1¿5. Doi: 10.1093/ehjcr/ytac185 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding this pacing lead. The article reports a patient who presented 24 hours after a pacemaker implantation to the emergency department with a 12-hour history of sharp left-sided chest pain and shortness of breath. A chest radiograph demonstrated a new large volume left-sided pleural effusion with right ventricular (rv) lead displacement. Rv lead perforation was suspected, and pacemaker interrogation revealed no sensing or capture at high output. Computed tomography (CT) pulmonary angiography of the chest was performed which showed a large left-sided hemothorax causing mediastinal shift and a tiny pericardial effusion. The rv pacing lead was noted to have perforated through the cardiac apex and across the left pleural space. No active site of bleeding was identified on the CT angiography. A chest drain was inserted, and they continued to monitor the patient. Despite fluid resuscitation, the patient¿s clinical condition continued to deteriorate, and they were taken for emergency surgery. A median sternotomy was performed, and the rv lead was found to have perforated the rv apex into the left pleural cavity without causing pericardial bleeding. The external portion of the rv lead was cut, and the intra-cardiac portion was removed transvenously. The rv wall was repaired and hemothorax evacuated. Despite this, the patient remained hypotensive, and further exploration identified ongoing bleeding into the pleural cavity from a lacerated intercostal artery. Electrocautery was applied to the bleeding vessel. The status/disposition of the rv lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.